Event description:
It was reported that the patient with this implantable cardioverter defibrillator received seven inappropriate shocks and five inappropriate anti-tachycardia pacing due to what appears to be atrial fibrillation with rapid ventricular response. The therapy for this event was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.